Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleging possible insulin pump had over delivery. The customer¿s low blood glucose was 15 mmol/l at the time of incident. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. The customer stated that insulin dripping or squirting from end of set before connecting at their site. The reservoir and insulin pump will not be returned for analysis.